Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter stated that the infusion device was delivering an inaccurate amount of insulin. On (B)(6) 2017, patient woke up with blood glucose value of 300 mg/dl. Patient received stationary treatment from (B)(6) 2017; medication names and dosages were not provided. Doctor increased basal rate drastically during evening hours. Blood glucose values continued to rise up to 240 mg/dl. The infusion device was requested to be returned for product evaluation.